Event description:
It was reported that a pump declared a cartridge alarm while it was pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge successfully, and insulin therapy was resumed.